Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: 1.) Damaged power switch: since this product was manufacturer prior to implementation of a power switch design change in which the durability was improved by changing the design of the power switch, it is likely that the power switch was damaged because the amount of operating force applied to the power switch and the number of times exceeded the expected value. 2.) Dirt on the front panel (poor appearance): since this product has been in continuous use for a long period of time since 2013, it is presumed that the event occurred due to long-term coagulation of organic matter stains and detergent remnants on the front panel. 3.) The image disappears when the connector is swung: (the wear of the video connector lock) it is likely that the event occurred because excessive force was applied to the scope connector socket due to handling that is not described in the instruction manual. 4.) Corrosion of pip connectors: since this product has been in continuous use for a long period of time since 2013, it is likely that the event occurred due to long-term adhesion of organic matter stains and detergent remnants to the pip connector.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of power switch malfunction was confirmed. The service technician observed older main switch was stuck in off position. Additionally, illegible printing found and heavy moisture stain on front panel. Heavy corrosion on pip connector found and worn out lock latch on video connector causing a loss of image when wiggle the pigtail. Replaced parts. Unit passed all functional tests and electrical safety test. Unit software was upgraded. The cause can be attributed to component failure. No further information was reported.

Event description:
The customer reported to olympus that the device's power button was stuck. There was no patient injury reported.